Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case near the display window corners, a broken reservoir tube lip, a cracked reservoir tube, a cracked lcd window and a cracked reservoir tube window. The reservoir was unable to lock in place due to a completely broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the reservoir felt like it was falling out of the pump. The customer's blood glucose level at the time of incident was unknown. The customer states the reservoir will no longer stay in place. The customer was advised the pump would be replaced and returned for analysis.